Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that cardiac perforation was observed due to rv lead post 8 years implant. Patient was successfully implanted with implantable cardio defibrillator (ICD) with an active rv lead after having been resuscitated from idiopathic ventricular defibrillation. Patient had undergone three rounds of local debridement due ICD pocket infection, warmth and erosion of the skin over the pocket site for wound disruption and insertion of generator into a more inferior location respectively. Echocardiography after each round of debridement revealed no pericardial effusion that might suggest acute lead perforation. Post 3 years of implant of the rv lead, pacing threshold had a sudden increase with a decrease in the r-wave amplitude. Post 5 years, the ICD no longer captured the rv lead even at the maximum pacing output. Physician elected to not replace the ICD system since neither sensing failure nor significant lead displacement was observed via chest radiograph. ICD delivered inappropriate shock due to rv lead not being able to sense the r-wave. Patient was asympotmatic until inappropriate ICD shocks revealed lead perforation. Examination of ICD showed that rv lead malfunction occurred three years post implant. Patient was referred to hospital for lead extraction. Chest x-ray images of ICD showed significant displacement of rv lead. A CT scan showed perforation of the ICD lead through the rv wall and migration to the thoracic wall without pericardial effusion or pleural effusion. Physician elected to extract the lead. Lead could not be extracted via simple traction using locking stylet however application of laser resulted in successful extraction of rv lead without any increase in pericardial effusion or pleural effusion. Due to patient¿s history of ICD infection the physician elected to implant a new ICD system days after lead extraction. No further information available at this time.